Event description:
"During the lead extraction, it was noticed that the patient's blood pressure was dropping. The electrophysiologist suggested a possible hemothorax in the patient's right side. No tee was in place. CPR was administered, and cardiovascular surgery was called. A code blue was announced. The patient's chest was opened and the heart massaged while blood was delivered. Bleeding was controlled, and the patient was repeatedly defibrillated until the heart was stabilized, with beat and pressure acceptable and constant. A tear in the superior vena cava was repaired by the surgical team. The patient did not survive. An open heart procedure was required to repair the superior vena cava. The patient did not survive the procedure. Note the following:" on (B)(4), it was made clear and in writing to the cath lab that in order to proceed, certain criteria would be absolutely necessary: anesthesia, transesophageal echocardiogram (tee) in place, arterial line in place, groin prepped, blood typed / crossed and in the room, pericardiocentesis tray in the room, cardiovascular surgeon on standby or in the room, operating room available. On (B)(6), the same essential criteria were outlined in a meeting with the electrophysiologist, and a thorough in-service of the instruments was conducted. The criteria outlined in number 1 above were agreed to by the electrophysiologist. On (B)(6), in a meeting with the cath lab technologist, who would be scrubbed into and assisting in the procedure, a thorough in-service of the instruments was conducted, and the criteria outlined in number 1 above were agreed to by the technologist. On (B)(6), in a meeting with the cath lab director, the criteria outlined in number 1 above were reiterated and insisted upon. The cath lab director was in agreement, and suggested that without a cardiovascular surgeon and operating room available, the procedure would have to be postponed. On (B)(6), when the patient was on the table in the cath lab, and conscious sedation was being administered, the anesthesiologist was advised that the procedure should not go forward unless the patient were intubated, and a tee probe was in place. The anesthesiologist said in de-briefing, the physicians decided against intubation and tee. On (B)(6), prior to the start of the procedure, while the patient was on the table, the electrophysiologist was advised again that it was necessary to intubate the patient, to have the tee probe in place, and to have surgery on stand-by, and reminded of his agreement to same. The case proceeded without the patient anesthetized, without tee in place, without pericardiocentesis tray available, without blood available, without an operating room available, and without a surgeon available or notified.

Manufacturer narrative:
(B)(4). According to information supplied to (B)(4), this product is not being returned for evaluation. "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined."